Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure analysis. The reported failure was confirmed and reproduced when the generator was connected to a testing system and run in normal mode. The logs showed 25913 and u-02 errors occurred. Scratches were found on the top and side cover.

Event description:
It was reported that prior to the start of a da vinci-assisted thymectomy surgical procedure that the generator was having issues. The customer power cycled the generator x4 times, but the issue continued. The technical support engineer (tse) reviewed the system logs and confirmed the reported issue. The tse explained that there was something wrong with the generator, but a force triad generator could be used. It was stated after installing the force triad generator, the customer received a message stating, "disconnect force fx generator." The tse confirmed with the customer was that the incorrect activation cable was being used with the force triad. The customer did not have the correct activation cable. The procedure was converted to a new system with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the generator was showing a fault when powered on. It was confirmed that there was a bad component in the generator that needed to be replaced. The component was replaced that evening. The customer was instructed on how to bypass the generator with a force triad bovie, but that failed to work due to using the da vinci si cord instead of the xi cord unknowingly. After that failure, the customer used an entirely different vision side cart and completed the case.

Manufacturer narrative:
The probable root cause of error u-02 is attributed to a communication issue with the generator check master.

Event description:
Refer to h11 for follow-up information.